Event description:
A report was received that the patient will undergo a revision. Reason for revision is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50 serial/lot #: (B)(4), description: scs 50cm iii lead model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent revision wherein old ipg was explanted and new ipg was implanted for greater coverage. Device malfunction was not suspected.

Event description:
A report was received that the patient will undergo a revision. Reason for revision is unknown.